Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported that the pump battery was depleting quickly. The customer's blood glucose was "high"; although specific value was not provided. Bg was addressed via correction bolus via pump. The customer continued to use the pump for insulin therapy. It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. Reportedly, the cartridge was reloaded, and insulin delivery was resumed.